Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the complaint unit was carried out and no issues were noted. The burr unit & the advancer unit were returned to site connected together. The advancer knob was received not connected to the advancer. The handshake connection was inspected and a tug test was performed and no damage was noted. The burr was microscopically examined and the annulus was noted to be damaged/blocked. It is probable that the rotating burr came into contact with the guidewire during preparation leading to the damaged annulus. The burr was inspected and no issue was noted with the exposed brass on the plated back half. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as during preparation the device was brought up to 200,000 rpm. Please note that the dfu states "adjust the turbine pressure knob until the burr is spinning at the correct speed. 1.25 ¿ 2.0mm burrs and larger 190,000 rpm.¿ (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03812. It was reported that a rotawire fracture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). A 1.50mm rotalink¿ plus and rotawire¿ were used and advanced to treat the target lesion. During preparation outside the patient, the rotational speed was set at 200,000rpm. It was then noted that the rotawire¿ was detached and rotation was stopped. Another rotawire¿ was exchanged but the burr was unable to get through the wire. Therefore, another 1.50mm rotalink¿ plus was exchanged and the procedure was completed. No patient complications were reported and the patient¿s condition was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03812. It was reported that a rotawire fracture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). A 1.50mm rotalink¿ plus and rotawire¿ were used and advanced to treat the target lesion. During preparation outside the patient, the rotational speed was set at 200,000rpm. It was then noted that the rotawire¿ was detached and rotation was stopped. Another rotawire¿ was exchanged but the burr was unable to get through the wire. Therefore, another 1.50mm rotalink¿ plus was exchanged and the procedure was completed. No patient complications were reported and the patient¿s condition was good.